Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. The spring tip was broken on 328 cm from the proximal section to broken section. The overall length should be 330 cm, however, the other part of the device was not returned. Additionally, the device was kinked along the body. The outer diameter of the middle and proximal section of the device were within specification.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected for use in the "avi1 to avi2". There was no difficulty with the set up. However, during the third passage during the procedure, there was a vibration in the system and winding of the proximal end of the rotawire around the helium ring. Then, it was noted that a rotawire fracture occurred in the "avi3" at the floppy tip. The tip was observed on imaging. No further patient complications were reported.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected for use in the "avi1 to avi2". There was no difficulty with the set up. However, during the third passage during the procedure, there was a vibration in the system and winding of the proximal end of the rotawire around the helium ring. Then, it was noted that a rotawire fracture occurred in the "avi3" at the floppy tip. The tip was observed on imaging. No further patient complications were reported.